Event description:
It was reported that "users have found difficulties in monitoring invasive blood pressure. After a research all along the pressure line, at priori, the arterial catheters, modules and monitors are to be released. By cons, it seems that the sets of pressures are involved, and in particular the size of the vented cap which is a little larger than the catheter one. This caused leaks with the consequences of a distorted monitoring, and catheters that become blocked more often. Observation by the biomedical engineer indicated that a leak of 3mmhg/s appeared. This explained the recurring problem of invasive pressure measurement with curves and depreciated values under pressure cuff". Multiple attempts to obtain clarifying information were largely unsuccessful. It is unknown why the vented caps are not replaced, as recommended. As reported, leakage was noted at the level of the sensor and at the level of the arterial catheter but no cracks were visible; blood did not back up the line. When asked about the "leakage of 3mmhg/s", the reporter stated it "means a leakage of fluid". No further clarification appears to be forthcoming.

Manufacturer narrative:
No product was returned for evaluation. With such limited usable information, it is not possible to confirm the complaint or determine what factors may have contributed to the issue. No actions will be taken at this time.